Event description:
A report was received that the patient has experienced two episodes of immobility of the left leg. The episodes have lasted for a couple of hours at a time. The physician believes the patient may be stenotic and it may be related to the device. He has referred the patient back to his neurologist for a possible explant.

Event description:
A report was received that the patient has experienced two episodes of immobility of the left leg. The episodes have lasted for a couple of hours at a time. The physician believes the pt may be stenotic and it may be related to the device. He has referred the pt back to his neurologist for a possible explant.

Manufacturer narrative:
Additional information received indicated that the patient underwent a CT scan and the physician did not see any indications of stenosis. The physician felt the event was procedure related and explanted the patient's precision system. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The analog ic (aic-u1) was damaged. The sleep current measured and exceeded the typical sleep current value. The high current drain resulted in the inability to communicate with the device. The battery couldn't be charged since a charger only puts out a maximum charging current. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The root cause of the aic-u1 anomaly couldn't be determined. There were no complaints regarding the inability to charge and communicate with the device. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery(physician's implant manual (B)(4)). Damage to the paddle lead is a result of a typical explant procedure and it is not considered a failure.